Event description:
Date of event is unk. The physician reported to a MFR rep that he has had 2 pts over the last couple of years that have been in retention from obtryx. The MFR has been unsuccessful in obtaining any additional info. Note: this report is being filed for one of the pts, a separate report is being filed for the other pt. Please refer to MFR report number 3005099803-2008-04470.

Manufacturer narrative:
The subject device is not available for analysis. The lot and model number of the suspect device is unk; therefore, MFR and expiration date cannot be determined.